Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected low battery alarms were noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage and loaded voltage were within specification. No rattling was noted. The pump was received with a cracked case on the corner of the belt clip rails near the battery compartment, a cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was dropped causing it to rattle when shaken and battery lasted only 2 days. Customer's blood glucose was unknown. Insulin pump passed displacement test. Insulin pump would be replaced.